Event description:
It was reported that during preparation for an angioplasty procedure, the guide wire came out the side of the balloon catheter. The physician introduced the pt2 guide wire into the 3.0x15mm apex monorail balloon catheter and the guide wire came out the side of the balloon catheter. The apex device was not used and the guide wire was successfully used with another of the same deice to complete the procedure. No pt complications were reported with the pt's current condition listed as "stable."